Manufacturer narrative:
The technician isolated the issue to a faulty CPR valve and head down valve solenoid cartridge. He replaced the CPR and head down valves to repair the bed.

Event description:
When testing the bed, the technician found the CPR function is not working and the head down function works but it lowers very slowly.